Event description:
Procedure type: lobectomy. According to the reporter: the first cartridge was loaded onto stapler but the jaws would not open prior to use on patient. A second cartridge was loaded onto stapler and the jaws moved properly. However, the black return knob could not be retracted after firing. Tissue on the both sides of the cartridge was clamped and an additional resection was performed to remove the device. No bleeding. There was tissue damage. Nothing fell into cavity. The patient is under observation and is doing well. Operating room time was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).